Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that for approximately one week the customer had been having very high blood glucose in the range of 300 mg/dl to over 400 mg/dl. The customer went to the doctor's office and the insulin pump settings were changed, after which, the insulin pump has alarmed no delivery alarm, once. The caller stated that when they remove the cannula, the insulin does get delivered. The customer's blood glucose at the time of the incident was 403 mg/dl which was treated with an insulin pen. The customer's blood glucose at the time of the phone call was 92 mg/dl. Troubleshooting was performed and the device passed the high pressure test. The customer also reported that they have noticed bent cannulas and a blob of insulin coming out when they removed the infusion set. The insulin pump will not be returned for analysis.